Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clear plastic ring at the top of pump's reservoir has come loose. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that there was no way to keep it permanently attached at this point. The insulin pump will not be returned for analysis.